Event description:
Procedure: lap colon; patient sex: unk. Reportedly, after the surgeon pulled the device out of the surgical, the tip of device was broken and missing. It took an hour to find and retrieve it.